Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9 - date returned to mfg,g3, g6, h2,h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration on cable unit, noise occurs and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a big false contact and the column screen lost the signal and went black as the cable moved a little bit. The issue was found when the camera was connected to the rental equipment in a test before equipment use. There were no reports of patient harm.